Event description:
The account alleges the bed is flashing the code err- 1, and they found evidence of fluid ingress. No patient impact.

Manufacturer narrative:
No further information is available on the repair of the bed at this time.